Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: during investigation, there was moisture observed in the battery compartment. A leak test was performed and no leaks were observed. The pump was opened and no moisture damage was observed inside the pump.